Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-20016. The patient had two scs extensions with the same lot number. It was reported the patient experienced heating at the scs extension site. The physician diagnosed pus pocket at the extension site and also observed the lead and extension could be felt through the skin. As a result, the scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.